Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The patient has a history of coronary artery disease. Vessel morphology was reported to be very tortuous with a 6-7 mm iliac artery diameter. It was reported that vascular access was difficult, therefore, a right common iliac artery conduit was necessary for access. It was reported that there was a tear in the left common iliac artery. The device was converted into a right aorto-uni-iliac system and a femoral-fermoral bypass was performed. There was also a tear in the left iliac vein with persistent retroperitoneal bleeding that was difficult of occlude; however, the bleeding was eventually stopped. The paient is reported to be fine.